Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that following a stone removal procedure in 2020, the patient experienced a loss of continence and was almost back to original level of incontinence using 4-6 pads per day. Upon inspection in 2021 with a flexible scope, it was found that the cuff had migrated from the bulbous urethra to mid urethra and had partially eroded through urethra . The device was removed and replaced with a new artificial urinary sphincter was implanted. The patient fully recovered.